Event description:
This complaint is reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the physician could not cross the lesion with a 38x3.50mm taxus liberte stent. The 98% stenosed target lesion was located in the severely calcified and tortuous distal circumflex (cfx-d). The lesion was pre-dilated with an unk 1.5mm balloon and later post-dilated with an unk 2.5mm balloon. The vascular access site was femoral with significant resistance encountered during insertion. Flushing was maintained during the procedure and intravascular ultrasound (ivus) was used. No pt injuries or complications were noted. The pt's current condition is listed as "good". Device analysis indicated stent damage.

Manufacturer narrative:
Examination of the returned device revealed proximal stent damage. Some of the struts were severely misaligned. This type of damage is consistent with the device encountering some form of restriction during the withdrawal of the device. A review of the manufacturing documentation for both the top assembly batch found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the thorough eval conducted at the cis and the details of the complaint, this investigation will be assigned the most probable root cause classification of operational context.